Manufacturer narrative:
Correction: the previous mdrs were filed inadvertently. Per the clinic, there was never any sign of infections and therefore no antibiotics were administered.

Manufacturer narrative:
(B)(4). Per the clinic, the patient was treated with the antibiotics (date and duration not reported) for the recurrent staph infection. Correction: the correct PMA/510(k) is, k100360; not p100360 as previously reported. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
It was reported that the patient experienced recurrent staph infection at the abutment site. Additional information has been requested; however not been made available as of the date of this report.